Event description:
As per our conversation, let's please get to the bottom of this as I now have permanent damage. As you said it may be a counterfeit but this has been the worst thing I have ever gone through. Around the time of my symptoms, I saw dr. (B)(6), (B)(6) provider someone is not telling the whole story and I had a deathly foreign body reaction to polymethyl methacrylate. (B)(6) is a huge company but has a man named (B)(6) answering their phone who never heard of (B)(6). Please investigate-the FDA is aware of the situation and my family, along with (B)(6). Is also. Please have an investigation of this company-as they say they state they use your products which (B)(6) also used. A guy named (B)(6) answers, and a travel agent answers on their website. Something very corrupt is going on here and others have most likely died. They said they use bellafill on last snapshot I sent you. I had cervical spondylosis as one precondition and took flexeril and xanax for ptsd. Spasms were in left side face and now 3 teeth have been removed as I was having constant infections. The doctors sadly did not do a biopsy until 2024. So, we have to figure it out, hopefully we can address properly and now I broke an ankle on top of it. I had necrosis, transient ischemic attacks, loss of eyesight and now neuropathy and have been hopeless and suicidal at times. I continue to have horrible symptoms and basically went through a deep depression due to a family situation. I can feel the polymethyl methacrylate granulomas and continue to feel a plaque like substance under my skin. Doctors don¿t understand the pathology to this day, although I¿ve been trying to tell them. It definitely is not localized, and they don¿t seem to understand the formulation. I just broke my ankle and will be out of work for the upcoming weeks. I would like to get this resolved as many people are dying from this, but they do not understand the pathology. Now I cannot even go for my follow up after surgery.

Event description:
Additional information received on 1/21/2025 for report mw5163826 to reference reports:mw5159603, mw5159603-1, mw5159603-2 mw5159603-3.

Event description:
Additional information received on 1/21/2025 for report mw5163826 to reference reports:mw5159603, mw5159603-1, mw5159603-2 mw5159603-3.